Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the resistance occurred when retrieving the pushwire after pipeline stent deployment. The healthcare professional (hcp) believed the ptfe sleeves were the root of the delivery system retrieval resistance problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that left internal carotid artery (ica) aneurysm and further posterior communicating (pcom) artery aneurysm. Pipeline landed distal ica and opened well distally. Proximally landed in straight segment of ica, on going through the stent with microcatheter to recatch the delivery system, clinician needed to exert a lot of forward force to try to recapture the sleeves prior to removal through the stent. Clinician was unable to capture and decided to bring system out without recapturing within the microcatheter. On examination ex vivo the microcatheter appears concertined and damaged. Clinician was unable to capture ptfe sleeves prior to system removal, causing catheter concertinaing. Patient well post procedure, good result angiographically. Stent remains in situ and well apposed to vessel wall. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was catheter resistance in the distal section. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing flow diversion surgery for treatment of an amorphous, unruptured left ica pcom aneurysm with a max diameter of 7 mm and a 3.4 mm neck diameter. The landing zone was 3.5 mm distally and 3.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery. Dual antiplatelet therapy (dapt) was administered, clinician was aware of levels. There was good angiographic result post procedure. Ancillary devices include a benchmark 95cm 6f 071penumbra guide catheter.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bag; and within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches. The pipeline flex shield device was returned outside the phenom 27 catheter. However, the braid was returned stuck within catheter hub. ¿damage location details: no flash or voids molded were observed in the hub. No bend or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal as the distal end of pipeline flex shield braid was found to be fully opened and damaged. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It is likely the severe vessel tortuosity may have contributed to the reported issues. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. There is no complaint against the phenom 27 catheter. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
2.6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.